Event description:
On (B)(6) 2026 I was using a medtronic extended infusion set that had failed and started leaking causing my blood glucose to go over 400+ to where my constant glucose monitor could not read it causing me sever headache, dehydration, constant urination, and drowsiness. I then had to quickly find a backup insulin needle and insulin vial and direct inject manually. I have also had an entire lot of 4 infusion sets fail on the following dates: (B)(6) 2026, (B)(6) 2026(x2), and the final one already noted ((B)(6) 2026) for reference per medtronic they are designed to last 7 days each. On (B)(6) 2026 my blood glucose reached ~327, on (B)(6) 2026 my blood glucose reached ~289, and on (B)(6) 2026 my blood glucose reached over 400 and my glucometer nor my cgm could read the level. The have replaced 3 out of the 4 however I can not reach them for the 4th due to hold times of 2 hours+. Patient codes: 1807, 1880, 2275, 4850. Device codes: 1250, 3023. Reference report#: mw5184569, mw5184570, mw5184571.